Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately four years and six months post port placement procedure through computed tomography via the right subclavian vein, the catheter was allegedly found to be broken. It was further reported that the distal catheter segment migrated into heart. It was further reported that the distal catheter segment and the port body were removed. The current patient status is unknown.

Event description:
It was reported that approximately four years and six months post port placement procedure through computed tomography via the right subclavian vein, the catheter was allegedly found to be broken. It was further reported that the distal catheter segment migrated into heart. It was further reported that the distal catheter segment and the port body were removed. The current patient status is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one titanium implantable port attached to a groshong catheter in two segments were returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported catheter fracture, material separation issues as a complete circumferential break was noted to the distal end of the catheter attached to the port and a complete circumferential break was noted to the proximal end of the distal catheter segment. The edges of both the breaks were uneven and both the surface were granular and glossy. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.